Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that that noise was oversensed on this right ventricular (rv) lead. No asystole was reported. Anti-tachycardia pacing (atp) was delivered inappropriately as a result. The revision was scheduled, but canceled and not rescheduled. Subsequent information was received that this lead was explanted as it was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The rate sense leg was returned severed 9 cm from the terminal pin and the end was stretched. The distal and proximal defibrillation legs were severed 3.6 cm from the terminal pin. The returned portion of the lead was confirmed to be electrically continuous. The lead being severed was determined to be induced damage.